Event description:
The customer reported that during a percutaneous nephrostomy tube exchange procedure, the physician could not push the guide wire through the distal end of the performa ka2 catheter while inside the patient. The physician then attempted to pull the catheter out of the patient and the tip got stuck and came off right underneath the patient's skin. The physician was able to retrieve the catheter tip with a pair of tweezers. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Evaluation conclusions: a follow-up report will be submitted when the evaluation has been completed.